Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with the device on (B)(6) 2018 with no immediate complications. The patient presented with a left "paraurethral" erosion of her sling in 2018 and underwent partial removal and primary closure on (B)(6) 2018 with success but there was a recurrence of stress incontinence. At follow-up she presented with new pain averc possible erosion of the right side and considering the residual incontinence and pain the patient was referred to specialist care for management.